Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reported receiving a "hi" (reading greater than 500 mg/dl) glucose reading from her freestyle freedom meter. Customer's family member reported customer "could not stay awake, kept falling asleep, and she was not making any sense when she speaks." Paramedics were called and customer was taken to einstein hospital emergency room where she was diagnosed with severe hyperglycemia and treated with insulin.